Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.6mm vicm5_12.6 implantable collamer lens, -11.00 diopter, and the lens got caught in the cartridge and was damaged. There was no patient contact. Another same model/length lens was implanted and the problem was resolved.